Event description:
It was reported that the articular surface would not seat in the tibial tray after three attempts. A new surface was opened and successfully seated.

Manufacturer narrative:
Evaluation summary: there is some damage to the posterior side of the articular surface and around the dovetails; indicating that it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. Evaluation: the device was autoclaved prior to being returned to zimmer therefore, dimensional analysis is irrelevant as the dimensions change when the device is autoclaved. Device history records indicate all components were manufactured and inspected to specification.